Event description:
The customer notified gambro on 5/16/07 of an incident that had occurred early that day of inaccurate fluid removal. The patient was in continuous veno-venous hemodiafiltration (cvvhdf) mode at the time of the incident. The excess fluid removal of 250 ml occurred during between 0930 and 1130. At 0930, the dialysate bag was replaced. At 0945, the replacement solution was replaced. The customer reported that, the staff were experiencing problems with the frangible pins in the prismasate product and that most likely led to the 250 ml excessive fluid removal. The customer reported, that there was no patient injury or medical intervention necessary.

Manufacturer narrative:
The device was unavailable for evaluation. No further information was available from the user facility. Possible cause was determined to be improperly broken luer pins causing occluded flow, although this could not be confirmed.